Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) missing records: records for operative report for ¿prior ventral hernia repair¿ and bladder augmentation, were not provided]. (B)(6) 08: (B)(6) hospital.(B)(6) . Operative report. Preoperative diagnosis: recurrent, incarcerated ventral hernia. Postoperative diagnosis: recurrent, incarcerated ventral hernia. Operative procedure performed. Reduction and repair of incarcerated ventral hernia with mesh with gore dual mesh. Anesthesia: general anesthesia. Specimens: none. Drains: none. Complications: none. Estimated blood loss: minimal. Disposition: the patient was taken to the recovery room in stable condition. Indications for the procedure: the patient is a 57-year-old female who underwent gastric bypass surgery before. The patient also probably had a prior ventral hernia repair. The patient presented to my office with a recurrent hernia and a mass-like structure in the soft tissue of the abdominal wall. I reviewed her CT scan and examined the patient. I recommended to her that she proceed with hernia repair and, at the same time, the soft tissue mass could be removed. The risks and benefits including infection, bleeding, scarring, and possible injury to bowel or bladder or other structures of the abdomen were discussed. The possibility of unexpected findings requiring additional surgery was also discussed. The possibility of bowel injury requiring removal of the mesh if this was discovered remotely. We also discussed after care. After careful review and consideration, consent was obtained. Procedure in detail: ¿the patient was taken to the operating suite and identified. She was then appropriately sedated and placed under anesthesia¿s care. The abdomen was prepped and draped in a normal sterile fashion. Preoperative IV antibiotics were given. A midline incision was made which allowed us to remove the mass in question. This appeared to be a soft tissue mass that appeared to be some __ [sic] fat. This was safely removed. The fascia was then exposed and a large midline hernia was noted. It appeared that primary mesh repair had pulled away. The fascial defect was cleared off circumferentially in all directions. The incarcerated omentum was reduced back into the abdomen. The fascial edges were clear. A piece of gore-dual mesh was then used to repair the defect. The mesh was anchored to the fascia distal to the edge with interrupted ethibond sutures. The patient tolerated the procedure well. The mesh was then completely sewed in without tension and the defect was repaired. The redundant tissue allowed most of the mesh to be covered with redundant fascia. At this point, the wound was irrigated and injected with marcaine. The subcutaneous tissues were closed with vicryl suture and the skin was closed with 4-0 vicryl subcuticular stitch. Sterile dressings were applied. The patient tolerated this well and was taken to the recovery room in stable condition.¿ (B)(6)08:[date assigned as implanted during procedure (B)(6)08]. (B)(6) surgery. Implant/explant record. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 05620967. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc07/05620967) was implanted during the procedure. (B)(6)18: ((B)(6) medical center. (B)(6) . Assistant(s): peter l. Jernigan, md; krishna athota, md. Preoperative diagnosis: enterocutaneous fistula. Postoperative diagnosis: enterocutaneous fistula. Procedures performed: exploratory laparotomy. Lysis of adhesions. Removal of infected mesh. Closure of enterocutaneous fistula. Complex ventral hernia repair with underlay phasix mesh. Anesthesia: general. Specimen(s): mesh. Enterocutaneous fistula. Estimated blood loss: 900 ml. Complications: none. Indication: the patient is a 66-year-old female with significant comorbidities who is approximately one year from a bladder augmentation that was complicated by vesicocutaneous fistula as well as an enterocutaneous fistula. This was from breakdown of the small bowel anastomosis performed by urology. At the same time, she had had previous ventral hernia repairs with mesh in the past. Her mesh subsequently got infected and she presented with multiple chronically draining sinuses as well as a chronically draining enterocutaneous fistula. Her comorbidities include nash cirrhosis as well as atrial fibrillation and rheumatoid arthritis with sarcoidosis requiring steroids. She has been optimized from a nutritional standpoint with supplemental tpn and the decision was made to take her to the operating room for closure of her fistula as well as explanation of her mesh. Informed consent was obtained after risks, benefits, and indications were discussed at length with the patient including the high risk of complication as well as possible death. Details of procedure: ¿after informed consent was confirmed, the patient was brought to the operating room and transferred to the operating table. She was positioned in the supine position. General anesthesia was achieved. She was endotracheally intubated. Ng tube was placed as well as a foley catheter. Of note, she had bilateral percutaneous nephrostomy tubes that were diverting her urine. Her abdomen was then prepped and draped in the usual standard fashion. Timeout was taken, confirming the patient, site, and procedure to be undertaken. A vertical incision was created. Bovie electrocautery was used to dissect down through the subcutaneous tissue. We brought this inferiorly and encountered a large piece of infected dual mesh. This was fully excised. There was a significant amount of gross purulent fluid surrounding the mesh; this was fully evacuated. This was all consistent with chronic mesh infection. The incision was continued superiorly and a virgin plane. We then entered the abdomen. There was a significant amount of bleeding from large venous collaterals in her subcutaneous tissue as well as in her mesentery. These were controlled using bovie electrocautery as well as multiple suture ligations. Her abdomen was frozen in the midline; however, we were able to find a plane in the right upper quadrant and gained access into her abdomen safely. At this point, we undertook a tedious lysis of adhesions that took approximately one hour. We were able to enter the abdomen and clear the midline. There was a significant amount of oozing at the entire portion of this case which caused much of the blood loss documented. Once we were finally able to get free mobility in the abdomen, after a tedious lysis of adhesions, we then inspected the fistulous area. The fistula appeared to extend from one of the corners of the enterotomy from the previous small bowel anastomosis. We identified the mesentery down to the bladder augmentation. This was carefully preserved. There did not appear to be any communication with the bladder augmentation itself. We took down the fistula and called urology in. They filled the bladder with methylene blue. We did not identify any leak. As clinically her vesicocutaneous fistula had healed and we did not identify any leak, we decided that there were no additional procedures to be performed. The enterocutaneous fistula had been fully removed. As it was apparent that this was the enterotomies from the previous small bowel resection, we had two options. One was to completely redo the anastomosis. The second was to resect the entire fistula and modify the anastomosis. We decided to perform this option, as we could not disrupt the mesentery down to the bladder augmentation; therefore, we divided the staple line that had been used to close the enterotomy. This included the fistulous tract. A small amount of mesentery was divided in order to do so. This was doubly ligated. The fistulous tract was then passed off the table and sent to pathology as specimen. I then inspected the common channel. It appeared to be a little narrowed, so I took a blue load of the gia stapler and elongated the common channel for an additional 2 cm. We then closed the common channel in two layers using a running maxon suture followed by 3-0 silk lembert. The common channel was then lemberted as well. We palpated the anastomosis; it was patent. We inspected the pelvis. There was no extravasation of any blue dye. We then irrigated the abdomen copiously and our attention turned toward hemostasis. At this point, we identified that the patient had significant granulomatous tissue and scar present from her chronic mesh infection. Her fascia was of poor integrity, as we had to explant her entire mesh; therefore, we created skin and subcutaneous flaps circumferentially. We identified the fascia circumferentially. This appeared to close in the midline; however, was of poor quality. We burned and scraped all of the excess granulation tissue from her previous mesh infection. We then brought a piece of phasix onto the field and performed standard phasix underlay circumferentially. This underlay almost the entire abdominal closure, with the exception of the top 10 cm we closed primarily. The phasix mesh was secured in a u-shaped fashion circumferentially. The fascia was then closed in the midline over the phasix mesh. As this was a grossly contaminate field, I did not want to close the skin; therefore, after hemostasis was obtained, we then placed a vac dressing on her incision above the fascia. Black foam was cut to size. Plastic drape was applied and this was placed to 75 mm of suction. At this point, the foley catheter, which had only put out the methylene blue dye, was removed. Her percutaneous nephrostomies were left in place as well as the ng tube. She was awoken from anesthesia and extubated. She was transferred off the operating room table and brought to the sicu in stable condition. All needle, sponge, and instrument counts were correct at the conclusion of the case. Wanding was performed x2 to document a correct laparotomy sponge count. Dr. Krishna athota served as assistant for the exploratory laparotomy and lysis of adhesions and closure of the fistula, as there was no appropriate resident available.¿ (B)(6)18:[missing records: a culture report detailing analysis of the specimens collected during the 10/11/18 procedure was not provided]. (B)(6)18: (B)(6) service area. (B)(6) (resident). Pathology report. Case: uhs-18-010312. Clinical hx: exploratory laparotomy, lysis of adhesions, removal of mesh, closure enter cutaneous fistula, complex vental [sic] hernia repair with phasix mesh. Pre-operative diagnosis: enterocutaneous fistula. Post-operative diagnosis: enterocutaneous fistula. Specimen(s) submitted: a) mesh. B) fistula. Final diagnosis: a) surgical material, mesh, removal: medical device, gross examination only. B) soft tissue, fistula, excision: benign small bowel and mesenteric tissue with marked serositis and focal serosal adhesions. Suture granuloma focal present. Gross description: a) received in formalin with the patient¿s name ¿maple, deborah¿ and ¿mesh.¿ there are 2 pieces of white-tan-gray cloth with attached green sutures measuring 12.4 x 3.1 x 0.7 cm and 12.4 x 4.5 x 1.4 cm. No skin or soft tissue is present. B) received in formalin with the patient¿s name ¿maple, deborah¿ and ¿fistula,¿ is a focally disrupted portion of pin-tan tissue measuring 7.2 cm in length x2.1 cm in diameter. The mucosa is pink-tan and grossly unremarkable. Representative sections are submitted into cassettes uhs-18-10312 b1 and b2. Microscopic description: two he stained slides are examined. (B)(6) 18:(B)(6) health. (B)(6) . Discharge summary. Was admitted status post exploratory laparotomy, lysis of adhesions, removal of infected mesh, closure of enterocutaneous fistula, ventral hernia repair with phasix mesh for post operative management. Primary admission diagnosis: enterocutaneous fistula. Discharge diagnosis: enterocutaneous fistula closure; ventral hernia repair; infected mesh removal; multidrug resistant proteus/e coli urinary tract infection. Past medical problems: type ii or unspecified type diabetes mellitus; morbid obesity. Hospital course: admitted on 10/11/18 and underwent exploratory laparotomy, lysis of adhesions, removal of infected mesh, closure of enterocutaneous fistula, ventral hernia repair. Tolerated procedure well with no complications. Postoperatively, was transferred to the sicu [surgical intensive care unit] in stable condition. Post-operative course was complicated by hypotension and atrial fibrillation. Was resuscitated with ivf [intravenous fluid] and 25% albumin for persistent hypotension which improved. Had remote history of atrial fibrillation which was cardioverted. Post operatively reverted into atrial fibrillation and amiodarone drip was started. Cardiology was consulted and patient was placed back on home medications with daily EKG¿s [electrocardiograms]. On pod [post-operative day] 4 abdominal distention was noted on examination and abdominal symptoms increased. A CT abdomen and pelvis revealed minimal ascites with no areas accessible for drainage and dilated loops of bowel. On pod [post-operative day] 6 patient¿s alkaline phosphatase continued to trend up and lft¿s [liver function tests] increased. Hepatology was consulted for ascites and liver function management. Patient was restarted on home lasix and aldactone was started. Ultrasound of liver revealed dilated intra/extra hepatic bile ducts with normal liver blood flow on doppler. On pod [post-operative day] 10 patient experienced episode of atrial fibrillation converted to sinus with IV [intravenous] metoprolol, also experienced increased lethargy and increased somnolence. Ammonia level was increased at 182 and lactulose and rifaximin was started. Urine and blood cultures were taken which revealed multi-drug resistant proteus and e coli urinary tract infection which was treated with merrem. Pod [post-operative day] 12 somnolence improved. CT cystogram obtained which was negative for contrast extravasation. Pain was controlled post-operatively with pca [patient controlled analgesia] dilaudid and oral oxycodone. Was weaned from tpn [total parental nutrition] and switched to ng [nasogastric] tube feeds for nutritional supplementation throughout her hospital stay and her oral diet was advanced from diabetic clears to regular diabetic diet. Demonstrated adequate urine output post-operative and throughout admission. Foley catheter remained in place and will be removed per urology recommendations as outpatient and switched to intermittent catheterizations once strength improves. At time of discharge, was tolerating oral food and hydration, voiding spontaneously, had return of bowel function, was ambulating with some difficulty for which she was recommended to attend inpatient rehabilitation facility for physical therapy. Pain was controlled on oral medications. The patient was determined to be suitable for discharge and the patient felt comfortable with that decision. Was discharged in stable condition to outpatient rehabilitation facility. Activity: do not lift more than 10 pounds for 4-6 weeks post-operatively. Light activity. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1862, 1930, 3191: appropriate term/code not available for ¿gross purulent fluid¿, ¿granulomatous tissue¿, ¿scarring¿, ¿frozen abdomen¿, ¿abdominal wall reconstruction¿, ¿sinus tract¿, ¿open draining wound¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span december 14, 2008 through october 25, 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from december 15, 2008 through june 6, 2012, and december 12, 2013 through october 10, 2018, were not provided. Patient information: medical history: obesity: (B)(6) 2012: 274 lbs., bmi 51.77. (B)(6) 2018: ¿morbid obesity¿. Rheumatoid arthritis requiring use of steroids. Pulmonary sarcoidosis. Pulmonary hypertension. Type I diabetes mellitus. 12/11/13: insulin pump. ¿reflux¿ disease. Hypercholesterolemia. Coronary atherosclerosis, mitral valve disorders. Surgical procedures: unknown date: appendectomy. Unknown date: cholecystectomy. Unknown date: vaginal hysterectomy. Unknown date: repair inguinal hernia. Unknown date: repair ventral hernia. 1995: wedge resection, lung. 2002: gastric bypass, small bowel reconstruction . (B)(6) 2008: reduction and repair of incarcerated ventral hernia with mesh with gore dual mesh. Implant: gore® dualmesh® biomaterial. 2010: left open lung biopsy. (B)(6) 2014: excision mass of mid-back. 2015: placement, bladder stimulator/ ¿bladder augmentation¿. 2015: fecal transplant. (B)(6) 2018: exploratory laparotomy. Lysis of adhesions. Removal of infected mesh. Closure of enterocutaneous fistula. Complex ventral hernia repair with underlay phasix mesh. Implant preoperative complaints: (B)(6) 2008: indication. ¿the patient is a 57-year-old female who underwent gastric bypass surgery before. The patient also probably had a prior ventral hernia repair. The patient presented to my office with a recurrent hernia and a mass-like structure in the soft tissue of the abdominal wall. I reviewed her CT scan and examined the patient. I recommended to her that she proceed with hernia repair and, at the same time, the soft tissue mass could be removed. The risks and benefits including infection, bleeding, scarring, and possible injury to bowel or bladder or other structures of the abdomen were discussed. The possibility of unexpected findings requiring additional surgery was also discussed. The possibility of bowel injury requiring removal of the mesh if this was discovered remotely.¿ implant procedure: reduction and repair of incarcerated ventral hernia with mesh with gore dual mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc07/05620967, 20cm x 30cm x 1mm thick]. Implant date: (B)(6) 2008. Description of hernia being treated: ¿a midline incision was made which allowed us to remove the mass in question. This appeared to be a soft tissue mass that appeared to be some __ [sic] fat. This was safely removed. The fascia was then exposed and a large midline hernia was noted. It appeared that primary mesh repair had pulled away . The fascial defect was cleared off circumferentially in all directions.the incarcerated omentum was reduced back into the abdomen. The fascial edges were clear.¿ implant size and fixation: ¿a piece of gore-dual mesh was then used to repair the defect. The mesh was anchored to the fascia distal to the edge with interrupted ethibond sutures . The patient tolerated the procedure well. The mesh was then completely sewed in without tension and the defect was repaired. The redundant tissue allowed most of the mesh to be covered with redundant fascia. At this point, the wound was irrigated and injected with marcaine. The subcutaneous tissues were closed with vicryl suture and the skin was closed with 4-0 vicryl subcuticular stitch.¿ specimens: none. Relevant medical information: (B)(6) 2013: surgery consult: ¿mass left mid-back; painful, would like removed. Constitutional: fatigued, generally weak, fever and night sweats. Abdomen: obese, soft, nontender, nondistended. No abdominal, inguinal or umbilical hernias present. Impression/plan: mass (3 cm) upper back; will need excision. Diabetes mellitus-1: good control. Pulmonary sarcoidosis: on steroids. Will need medical clearance.¿ explant preoperative complaints: (B)(6) 2018: indication: ¿the patient is a 66-year-old female with significant comorbidities who is approximately one year from a bladder augmentation that was complicated by vesicocutaneous fistula as well as an enterocutaneous fistula. This was from breakdown of the small bowel anastomosis performed by urology. At the same time, she had had previous ventral hernia repairs with mesh in the past. Her mesh subsequently got infected and she presented with multiple chronically draining sinuses as well as a chronically draining enterocutaneous fistula. He r comorbidities include nash [nonalcoholic steatohepatitis] cirrhosis as well as atrial fibrillation and rheumatoid arthritis with sarcoidosis requiring steroids. She has been optimized from a nutritional standpoint with supplemental tpn and the decision was made to take her to the operating room for closure of her fistula as well as explanation of her mesh.¿ explant procedure: exploratory laparotomy. Lysis of adhesions. Removal of infected mesh. Closure of enterocutaneous fistula. Complex ventral hernia repair with underlay phasix mesh. Explant date: (B)(6) 2018 [hospitalization dates (B)(6) 2018]. ¿of note, she had bilateral percutaneous nephrostomy tubes that were diverting her urine.¿ ¿a vertical incision was created. Bovie electrocautery was used to dissect down through the subcutaneous tissue. We brought this inferiorly and encountered a large piece of infected dual mesh. This was fully excised. There was a significant amount of gross purulent fluid surrounding the mesh; this was fully evacuated. This was all consistent with chronic mesh infection. The incision was continued superiorly and a virgin plane. We then entered the abdomen. There was a significant amount of bleeding from large venous collaterals in her subcutaneous tissue as well as in her mesentery. These were controlled using bovie electrocautery as well as multiple suture ligations. Her abdomen was frozen in the midline; however, we were able to find a plane in the right upper quadrant and gained access into her abdomen safely. At this point, we undertook a tedious lysis of adhesions that took approximately one hour. We were able to enter the abdomen and clear the midline. There was a significant amount of oozing at the entire portion of this case which caused much of the blood loss documented. Once we were finally able to get free mobility in the abdomen, after a tedious lysis of adhesions, we then inspected the fistulous area. The fistula appeared to extend from one of the corners of the enterotomy from the previous small bowel anastomosis. We identified the mesentery down to the bladder augmentation. This was carefully preserved. There did not appear to be any communication with the bladder augmentation itself. We took down the fistula and called urology in. They filled the bladder with methylene blue. We did not identify any leak. As clinically her vesicocutaneous fistula had healed and we did not identify any leak, we decided that there were no additional procedures to be performed. The enterocutaneous fistula had been fully removed. As it was apparent that this was the enterotomies from the previous small bowel resection, we had two options. One was to completely redo the anastomosis. The second was to resect the entire fistula and modify the anastomosis. We decided to perform this option, as we could not disrupt the mesentery down to the bladder augmentation; therefore, we divided the staple line that had been used to close the enterotomy. This included the fistulous tract. A small amount of mesentery was divided in order to do so. This was doubly ligated. The fistulous tract was then passed off the table and sent to pathology as specimen. I then inspected the common channel. It appeared to be a little narrowed, so I took a blue load of the gia stapler and elongated the common channel for an additional 2 cm. We then closed the common channel in two layers using a running maxon suture followed by 3-0 silk lembert. The common channel was then lemberted as well. We palpated the anastomosis; it was patent. We inspected the pelvis. There was no extravasation of any blue dye. We then irrigated the abdomen copiously and our attention turned toward hemostasis. At this point, we identified that the patient had significant granulomatous tissue and scar present from her chronic mesh infection. Her fascia was of poor integrity, as we had to explant her entire mesh; therefore, we created skin and subcutaneous flaps circumferentially. We identified the fascia circumferentially. This appeared to close in the midline; however, was of poor quality. We burned and scraped all of the excess granulation tissue from her previous mesh infection. We then brought a piece of phasix onto the field and performed standard phasix underlay circumferentially. This underlay almost the entire abdominal closure, with the exception of the top 10 cm we closed primarily. The phasix mesh was secured in a u-shaped fashion circumferentially. The fascia was then closed in the midline over the phasix mesh. As this was a grossly contaminate field, I did not want to close the skin; therefore, after hemostasis was obtained, we then placed a vac dressing on her incision above the fascia. Black foam was cut to size. Plastic drape was applied and this was placed to 75 mm of suction.¿ (B)(6) 2018: a culture report detailing analysis of the specimens collected during the above outlined operative procedure was not provided. (B)(6) 2018: pathology. ¿specimen(s) submitted: a) mesh. B) fistula. Final diagnosis: a) surgical material, mesh, removal: medical device, gross examination only. B) soft tissue, fistula, excision: benign small bowel and mesenteric tissue with marked serositis and focal serosal adhesions. Suture granuloma focal present. Gross description: a) received in formalin with the patient¿s name xx and ¿mesh¿. There are 2 pieces of white-tan-gray cloth with attached green sutures measuring 12.4 x 3.1 x 0.7 cm and 12.4 x 4.5 x 1.4 cm. No skin or soft tissue is present. B) received in formalin with the patient¿s name ¿xx¿ and ¿fistula¿, is a focally disrupted portion of pin-tan tissue measuring 7.2 cm in length x2.1 cm in diameter. The mucosa is pink-tan and grossly unremarkable.¿ (B)(6) 2018: discharge summary. ¿hospital course: admitted on (B)(6) 2018 and underwent exploratory laparotomy, lysis of adhesions, removal of infected mesh, closure of enterocutaneous fistula, ventral hernia repair. Tolerated procedure well with no complications. Postoperatively, was transferred to the sicu [surgical intensive care unit] in stable condition. Post-operative course was complicated by hypotension and atrial fibrillation. Was resuscitated with ivf [intravenous fluid] and 25% albumin for persistent hypotension which improved. Had remote history of atrial fibrillation which was cardioverted. Post operatively reverted into atrial fibrillation and amiodarone drip was started. Cardiology was consulted and patient was placed back on home medications with daily EKG¿s [electrocardiograms]. On pod [post-operative day] 4 abdominal distention was noted on examination and abdominal symptoms increased. A CT abdomen and pelvis revealed minimal ascites with no areas accessible for drainage and dilated loops of bowel. On pod [post-operative day] 6 patient¿s alkaline phosphatase continued to trend up and lft¿s [liver function tests] increased. Hepatology was consulted for ascites and liver function management. Patient was restarted on home lasix and aldactone was started. Ultrasound of liver revealed dilated intra/extra hepatic bile ducts with normal liver blood flow on doppler. On pod [post-operative day] 10 patient experienced episode of atrial fibrillation converted to sinus with IV [intravenous] metoprolol, also experienced increased lethargy and increased somnolence. Ammonia level was increased at 182 and lactulose and rifaximin was started. Urine and blood cultures were taken which revealed multi-drug resistant proteus and e coli urinary tract infection which was treated with merrem. Pod [post-operative day] 12 somnolence improved. CT cystogram obtained which was negative for contrast extravasation. Pain was controlled post-operatively with pca [patient controlled analgesia] dilaudid and oral oxycodone. Was weaned from tpn [total parental nutrition] and switched to ng [nasogastric] tube feeds for nutritional supplementation throughout her hospital stay and her oral diet was advanced from diabetic clears to regular diabetic diet. Demonstrated adequate urine output post-operative and throughout admission. Foley catheter remained in place and will be removed per urology recommendations as outpatient and switched to intermittent catheterizations once strength improves. At time of discharge, was tolerating oral food and hydration, voiding spontaneously, had return of bowel function, was ambulating with some difficulty for which she was recommended to attend inpatient rehabilitation facility for physical therapy. Pain was controlled on oral medications.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use warn, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: (B)(6), md. Diagnostic imaging order request. Diagnosis: obesity. Procedure: fl upper gi sbft. Bypass 10 years ago, hernia as a result. Reflux, heartburn. March-egd. Medication: prednisone [steroid], aspirin, requip, pravachol, neurontin, zoloft, remicade [immunosuppressant], klonopin, vitamin d, iron. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to 12/14/08 including operative report for inguinal hernia repair were not provided.] [Missing records: records of reviewed CT scan were not provided.] (B)(6)2013: (B)(6)institute. Lab. Wbc 16.5 high (3.6-10.5). Albumin 3.1 low (3.5-5.0). (B)(6)2013:(B)(6)institute. (B)(6), md. Office notes. Weight 274 lbs., bmi 51.77. Mass left mid-back; painful, would like removed. Constitutional: fatigued, generally weak, fever and night sweats. Medical history: type I diabetes mellitus, essential hypertension, depressive disorder, hypercholesterolemia, coronary atherosclerosis, mitral valve disorders, pulmonary hypertension, sarcoidosis. Surgical history: appendectomy, removal gallbladder, repair inguinal hernia; reducible, vaginal hysterectomy, gastric bypass; small bowel reconstruction, remove lung; wedge resection. Never smoker, no alcohol. Medication: insulin pump, prednisone, aspirin. Abdomen: obese, soft, nontender, nondistended. No abdominal, inguinal or umbilical hernias present. Impression/plan: mass (3 cm) upper back; will need excision. Diabetes mellitus-1: good control. Pulmonary sarcoidosis: on steroids. Will need medical clearance. (B)(6) institute. Medical/surgical history. Atrial fibrillation 2015, c. Difficile enteritis 2015; fecal transplant done. Bladder surgery 2015; stimulator placed, excision mass of mid-back (B)(6)2014, gastric bypass, small bowel reconstruction 2002, left open lung biopsy 2010, remove lung, mouth surgery; upper teeth 2011, wedge resection; lung mass resected-benign 1995, repair/graft achilles tendon, left (B)(6)2011. [Missing records: records between 12/11/13 and 10/11/18 including records for infected mesh and ¿multiple chronically draining sinuses as well as chronically draining enterocutaneous fistula¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial with use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent an open ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, gross purulent fluid, adhesions, chronic mesh infection, granulomatous tissue, scarring, frozen abdomen, surgery to remove mesh, abdominal wall reconstruction, sinus tract, open draining wound, fistula. Additional event specific information was not provided.